Event description:
Day one, patient called the left ventricular assist device (lvad) line at 1330 reporting being woken at 0230 by low voltage alarm while at home on mpu. On controller alarm interrogation, last low voltage alarm occurred a day before at 1639. Assumed patient experienced a power cable disconnect alarm at 0230, patient presented to clinic for logfile download. Discussed with local abbott rep, patient's mobile power unit (mpu) confiscated and sent home with our loaner mpu. On review by abbott engineers, logfiles were not available prior to 0830 from that morning as pulsatility index (pi) events had overwritten the alarm. On day two around 0830, patient phoned the lvad line stating that a "blue alarm" woke him up around 0300. On controller interrogation, last alarms reveal low voltage alarm on day one around 1630, assumed patient experienced another power cable disconnect alarm. Discussed with physician assistant (pa), patient to present to clinic for system controller change. International normalized ratio (inr) drawn prior to patient coming to clinic, logfiles downloaded and sent to abbott engineers for review. Once inr result reviewed by medical team, patient was made comfortable lying in clinic chair for support, aware that he may feel syncopal during controller change. System controller successfully changed by physician assistant (pa). Patient without symptoms throughout. Once deemed medically stable, patient discharged home. System controller confiscated, will be sent to abbott for analysis.